Event description:
Customer reported: vent cap (B)(4) is attached to arterial cannula - (B)(4). During arterial cannulation of aorta, the vent cap failed to purge air in cannula. There was no serious injury or adverse event: merely a malfunction. The vent cap is attached to a connector then to the arterial cannula: (B)(4).

Manufacturer narrative:
Since the vent cap was not returned it could not be evaluated by engineering in utah. A DHR review was performed and no non conformances were found for 58783493. On further investigation of the bill of material, it was found that there was no requirement to place the instructions for use in the bom for spc2063. An engineering change request was initiated on 11/01/2010 to add IFU 60219 in the bom for spc2063. Since the IFU was not included with the product, it is possible that the user allowed blood to make contact with the vent plug prior to air being vented. The corrective action is being implemented via the ecr; a CAPA is not required at this time since this is an isolated incidence. A product risk assessment was initiated to address the missing IFU in the bill of material each customer experience report is thoroughly reviewed to ensure appropriate risk control measures are in-place. Trends will continue to be monitored on an ongoing basis per procedure.

Manufacturer narrative:
(B)(4): vent cap failed to purge air.product was discarded by customera device history record review was performed for lot 58783493 on (B)(6), 2010. No nonconformances were generated for this lot.